Event description:
It was reported that the short interval count was 178 over a three-day period. The technical consultant stated that the device was possibly double-counting a different pacemaker implanted in the patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance trends steady. The lifetime ventricular sensing integrity counter is 226684 and the vast majority of these counts occurred since (B) (4) 2009. A high value of this count can indicate a possible intermittency in the system.